Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 399 mg/dl while wearing the pod longer than 48 hours. The patient stated that their blood glucose level ¿spiked to 370 mg/dl¿ the previous night and remained in the 300s mg/dl despite multiple correction boluses. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. The patient confirmed that there was no redness or swelling at the insertion site, that the adhesive was loose, and insulin was leaking. The patient mentioned that when they sweat, the adhesive tends to become loose. As treatment, the patient activated a new pod.